Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, after the lens was inserted into the patient¿s eye, one haptic was found to be broken. The lens remained implanted, and the detached haptic fragment was removed. The upper portion of the haptic remained attached to the optic. The remaining haptic stump unfolded. The remaining haptic was still of sufficient length, and the optic was well centered. The patient did not experience any adverse clinical consequences. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).